Manufacturer narrative:
Isi received the force bipolar instrument involved with this complaint, however, evaluation has not yet been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and/or if additional information is received. No image or video was available for review. A review of the instrument log for the force bipolar instrument (part number 471405-06/ lot number k10220418 0282) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 7 uses remaining after this last usage. This complaint is reportable malfunction event due to the following: it was alleged that the force bipolar instrument could not be removed from the cannula due to bent grip. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the force bipolar instrument was deviated, and the instrument was not grasping the tissue properly. The customer found it difficult to remove the instrument as the instrument tip was bent. The procedure was delayed but it was unknown how long the procedure was delayed. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use and had no issues. The customer removed the instrument with the trocar as it was hard to remove the instrument alone. Port incision was not enlarged. The instrument had loose cable with no loose/dislodged pin. There were no other abnormalities noted. The force bipolar instrument jaws were not grasping the tissue when the issue occurred, so the instrument release key (irk) was not needed. There were no intra-operative or post-operative complications and the patient had no injury. Additional anesthesia was not required. There were no fragment fell inside the patient. It was unknown if the instrument was in strong grip mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed, and no grip misalignment or damaged cables were observed. No issues with manual articulation of the instrument's inputs were observed. The grip tips moved accordingly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No gripping issues observed during in-house testing. The grip tips held the needle in-house without any issues. The bumper test was performed and passed. The instrument was installed and removed from the in-house system without any issues. There was no problem detected.